Manufacturer narrative:
(B)(4). The returned confianza pro guide wire had its coil fractured at approximately 160mm distal to the proximal solder that was originally located at 200mm from the tip in order to fix the coil onto the core. At approximately 185mm distal to the proximal solder, the core was found fractured. Observation by scanning electron microscope was performed. The core had a flat , circular-patterned fracture surface. The fracture end of the coil showed a cut made by the rotablator. Measurement of the returned guide wire suggested that the core and the coil were fractured at approximately 15mm and 140mm respectively from the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation had most likely contributed to the observed core fracture. The applied stress would locally accumulate and exceed the product design limit likely when the tip of the guide wire was being caught and restricted its movement by the cto. Further applied tensile stress generated with removal made the coil elongate. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the core of an asahi confianza pro guide wire became fractured and the coil elongated during a pci to treat a cto in the lcx. The elongated coil was cut by a rotablator. The separated tip of the guide wire was located in the lesion. The physician determined to terminate the procedure as it was difficult to reestablish the blood flow. The remaining tip was left in situ. The patient hemodynamics had not changed after the procedure.